Event description:
Reportedly, noisy atrial egm recorded by the device. According to the patient files few days post implant from (B)(6) 2023 a sudden decrease on the atrial sensing and ventricular sensing values and abnormal electrical values (threshold and impedance) were recorded by the device. A reintervention was performed on (B)(6) 2024 to reposition the ventricular lead and it is suspected that during this procedure the atrial lead was damaged at the suture sleeve level which could explain the oversensing/nosie recorded. The ventricular lead was added to this complaint.

Manufacturer narrative:
Summary of the investigation: the manufacturing processes for both vega leads were re-evaluated. All production steps were carried out in accordance with established procedures, and no manufacturing anomaly that could be linked to the reported issue was identified. According to remote monitoring data from 2023 to 2025, a decrease in atrial and ventricular sensing, as well as a drop in impedances, was observed the day after implantation. Several failures of the ventricular autothreshold measurement were also noted, suggesting a positioning issue affecting both leads. A reintervention to reposition the ventricular lead was performed in (B)(6) 2024, but a new decrease in atrial and ventricular sensing was observed approximately one month after the procedure. The atrial autothreshold values measured by the device ranged from 1.0 to 1.5 v, with the output programmed at 1.5 v. Since (B)(6) 2025, stored episodes have shown noise artifacts on the atrial channel, consistent with myopotential oversensing. It is recommended to perform maneuvers to attempt to reproduce the noise and to assess whether the insulation of the atrial lead may have been damaged at the suture sleeve, potentially weakened during the (B)(6) 2024 reintervention. Based on the available information, the most likely hypothesis is an insulation breach. Careful monitoring of atrial lead integrity should be carried out to ensure adequate sensing and pacing performance (see recommendations below). This case is retained and used for trending purposes.

Event description:
Reportedly, noisy atrial egm recorded by the device. According to the patient files few days post implant from (B)(6) 2023, a sudden decrease on the atrial sensing and ventricular sensing values and abnormal electrical values (threshold and impedance) were recorded by the device. A reintervention was performed on (B)(6) 2024 to reposition the ventricular lead and it is suspected that during this procedure the atrial lead was damaged at the suture sleeve level which could explain the oversensing/noise recorded. The ventricular lead was added to this complaint.